Manufacturer narrative:
The site has indicated that the incident sample has been discarded. Add'l questions in regard to the incident, including the degree of burns and current pt condition have also been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted. The IFU for this device states to always keep the external surface of the instrument jaws away from adjacent tissue while activating the instrument. During a seal cycle, energy is applied to the area between the instrument jaws. This energy may cause water to be converted into steam. The thermal energy of steam may cause unintended injury in close proximity to the jaws. Care should be taken in the surgical procedures occurring in confined spaces in anticipation of this possibility.

Event description:
The customer reported that during a vaginal hysterectomy, the pt was found to have two severe burns, one on each side of her labia. The pt was treated post-surgically.